Event description:
It was reported that one day postoperative to a laparotomy bladder repair for a vaginal vesico fistula resulting from a hysterectomy, the patient felt sharp pain in pelvis and legs. There were also pain in the lower back, hips, groin folds and thighs consistently. The patient felt a permanent discomfort in the lower abdomen where the prosthesis was located, with the impression of having a piece of hard wood in this place. There were instances of burning sensations above the folds of the groin and particularly on the right where the computed tomography (CT) scan had highlighted a fibrous thickening.  There was also skin itching at the bottom of stomachwhere the prosthesis was. The symptoms were continuous but sometimes evolve into big attacks and the pain rated varied from 3/10 to 9/10. The patient's psychological state has deteriorated significantly and was monitored followed by a psychologist for psychological support program. A low median eventration with partial bladder engagement was confirmed through a uroct scan. A small disembowelment of the pubic area with a 37 mm neck containing the bladder discreetly infiltrated was confirmed upon rereading the CT scan. There were instances of nausea and intense epigastric pain accompanied by headaches that required a visit to the emergency room. There was left sciatica and mechanical low back pain. Disabling pelvic pain was relieved by lying down. The patient had been woken up at night by low back pain with left gluteal pain. The patient could walk for about twenty minutes. Medications such as doliprane, miorel, laroxyl, lamaline, tens. The patient had ongoing physiotherapy. The patient was reoperated on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.